Event description:
Information obtained with the patient's generator and lead information. It was also noted that the patient underwent explant surgery to have their generator and lead removed. The explanted generator and lead has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
It was reported that the patient requested to have their device disabled due to side effects, but the side effects were not given. The patient later requested to have their device explanted due to it not helping with their seizures. The patient's device was disabled and they were referred to neurosurgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.